Event description:
Hcp reported that patient presented complaining of painful shocks and decrease in efficacy of the treatment over time. Patient was offered opportunity to have lead repositioned but chose to have system removed. History provided by patient includes patient reports being in bus accident in 2001 about one year after implant of the device. At time of first complaint the next month, to MFR, pt had received physical therapy, the stimulation pattern had not changed and their urinary symptoms were controlled. Later, other complaints of numbness in buttocks and legs as well as shocking were reported. System removed by hcp per insistence of patient. Patient has been referred for follow up urologist post surgical procedure.